Manufacturer narrative:
The insulin pump was received with the cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched and cracked display window.

Event description:
It was reported that the insulin pump had a broken case near the battery compartment, and the battery threads were broken. The caller did not know the blood glucose reading. Nothing further reported.